Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out-of-range (oor) shock lead impedances (sli) on the right ventricular (rv) lead measuring greater than 200 ohms. It was noted impedances have been stable. Troubleshooting was performed as the field representative did a vector breakdown and measurements were normal. Technical services (ts) discussed possible causes and recommended to consider a commanded shock test. At this time, the device and rv lead remains in service. No adverse patient effects were reported.